Event description:
Boston scientific received information that during a normal generator changeout procedure this right ventricular (rv) lead exhibited out of range shock impedance measurements when connected to the new generator. Previous shock impedance measurements prior to pocket opening were normal. An x-ray was performed and the distal portion of the distal coil was spread apart; therefore, this lead was surgically capped. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.